Manufacturer narrative:
P/n#ttns3.00e4-900. With lot#103117, s/n# (B)(4) was received and evaluated. On (B)(6) 2018 at 7:11:0 pm the tip was used for 900 treatments. Tip passed leak and thermistor testing. Tip failed flow testing and visual testing due to dent on tip surface. No functional test was performed due to no reps remaining. System log reviewed: system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The cause of the reported problem could not be determined.

Event description:
The doctor treated a (B)(6) female patients full face using a thermage cpt (900 rep, 3.0~2.0 level). The doctor applied anesthetic cream on the patients face and used 3.0 level on the right side of the face and used 2.0 level on the left side. One day later the patient noticed burns only on the right side of the face. The burn formed a pattern.

Manufacturer narrative:
The treatment tip and datacard were returned for evaluation. Evaluation of the treatment tip found no issues with the tip. Visual inspection of the tip found a dent in the membrane. Dents in the membrane do not cause patient burns since the radiofrequency energy, delivered by the system, is still uniformly distributed over the entire membrane area. Evaluation of the treatment datacard showed the following error occurred during treatment: errors recorded during this treatment: qty - error ID ¿ description - percent of reps 1 ¿ 131 ¿ underforce during rf on ¿ 0.111%, 25 ¿ 132 ¿ underforce during post cool ¿ 2.777%, 11 ¿ 133 ¿ underforce during rewarm ¿ 1.222%, 8 ¿ 135 ¿ hp button released during rf ¿ 0.888%, 2 ¿ 136 ¿ hp button released during post-cool ¿ 0.222%, 3 ¿ 138 ¿ temperature limit exceeded ¿ 0.333%, 1 ¿ 148 ¿ underforce during tuning ¿ 0.111%, 5 ¿ 211 ¿ force too high when button pushed ¿ 0.555%. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Warning: the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system. There were customer technique issues that occurred during treatment that could have harmed the patient by not properly allowing post cooling to the skin. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment.